Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. During visual examination of the pilot balloon tubing, the connection to the inflation area of the pilot balloon lumen assembly was examined and no obvious damages were noted; additionally, there were no obvious kinks or bends around the endotracheal (et) tube or the cuff balloon line, nor on the insertion area on the et tubing. When viewed under magnification (30x), no visible kinking was observed around the tubing. The sample was tested by inflating the microcuff balloon with air, using 6ml syringe; the cuff inflated and remained intact (no leakage was observed). The reported event could not be confirmed as reported; therefore, the root cause is undetermined. All information reasonably known as of 14 jan 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, the endotracheal tube (ett) seemed to be kinked in the [patient¿s] oropharynx and they were unable to pass the suction catheter; the patient was reintubated. It was noted the ett had [previously] worked well and they were able to pass the suction catheter when it was initially placed earlier in the day. There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Additional information: d4; the documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided for the alleged device. All information reasonably known as of 23 aug 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: d9; h6. Correction: h10. The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 13 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: b5; d9 correction: d1; d4 the sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of 31 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
FDA user facility mw report mw(s) 3633050000-2024-8039 & 3633050000-2024-8042 received 23oct2024 no new information reported.